Event description:
It was reported that pump touchscreen sometimes became unresponsive, requiring the screen to be pressed again for it to respond. There was no reported adverse impact to the customer. No additional information was received regarding actions taken by the customer or technical support in response to this event.